Manufacturer narrative:
A review of the manufacturing documentation associated with lot 35265394 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after releasing the filter of a 5mm 180cm angioguard rx embolic capture guidewire (ecgw) system, the filter fell off while in the common carotid artery. The filter was able to be retrieved directly into a non-cordis long catheter sheath introducer (csi) and withdrawn. A new 5mm 180cm angioguard rx ecgw system was then used to complete the procedure. The patient was in normal status post procedure. This was during a procedure to treat a 90% stenosed internal carotid artery lesion at the carotid bifurcation which had moderate calcification and moderate tortuosity. The device was stored, handled, and prepped per the instructions for use (IFU) and there was nothing unusual about the device prior to use. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g4, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported, after releasing the filter of a 5mm 180cm angioguard rx embolic capture guidewire (ecgw) system, the filter fell off while in the common carotid artery. The filter was able to be retrieved directly into a non-cordis long catheter sheath introducer (csi) and withdrawn. A new 5mm 180cm angioguard rx ecgw system was then used to complete the procedure. The patient was in normal status post procedure. This was during a procedure to treat a 90% stenosed internal carotid artery lesion at the carotid bifurcation which had moderate calcification and moderate tortuosity. The device was stored, handled, and prepped per the instructions for use (IFU) and there was nothing unusual about the device prior to use. The device was returned for analysis. A non-sterile unit of a ¿rx/5mm basket diameter/180cm¿ was received inside of a clear plastic bag and unpacked to perform the visual evaluation. Per visual analysis, the returned components are the deployment sheath and the ecgw system. The rest of the components were not returned for analysis. The product was thoroughly inspected observing that it does not present any separation condition. The ecgw system was received inserted inside the deployment sheath. An unzipped condition was observed located approximately at 42 cm from the proximal end. A kink was observed located approximately at 60.5 cm from the distal tip. No other outstanding details were observed on the returned part. A product history review of lot 35265394 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported by the customer as ¿filter basket ~ separated ¿ in patient¿ was not confirmed, as the returned unit does not present a separated condition, however, an unzipped condition and a kink was observed. With the information provided it is not possible to determine a cause for the difficulties encountered by the customer as the returned device was received intact. Per the instructions for use (IFU) ¿once the lesion is treated and all of the interventional or diagnostic devices have been removed, remove the flushed capture sheath from the dispenser coil and thread over the proximal end of the guidewire. Grasp the guidewire proximally as it exits the rx port and push the capture sheath through the open hemostasis valve. Collapse the filter basket by advancing the capture sheath until the distal capture sheath marker band is adjacent to the proximal filter basket marker band. Using fluoroscopy, confirm filter basket closure by ensuring reduction of diameter of the radiopaque strut marker bands. Note: do not try removing the angioguard rx emboli capture guidewire by only pulling on the capture sheath. Note: never pull the angioguard rx emboli capture guidewire into the guiding catheter or interventional sheath introducer if there is resistance. If resistance is encountered, reposition the capture sheath to ensure that the filter basket is properly seated into the capture sheath. Using fluoroscopy, verify capture sheath position by checking marker band alignment between the capture sheath and the guidewire. Neither the phr review nor the product analysis suggests that the event reported could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.